Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. Customer also experiences high blood glucose level of 382 mg/dl. The customer declined troubleshoot for low blood glucose. Customer reports that the plunger was hard to remove and when she pulls it down the insulin comes out onto the sensor. The insulin pump and reservoir will not be returned for analysis.